Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vasoview scissors broke at the hinges, where the shaft attaches to the handle. A new kit was used to complete the procedure. There were no pt effects. The product was returned.

Manufacturer narrative:
Investigation: maquet received the device and performed the investigation. Visual inspection revealed that the shaft had broken at the handle, and the coating was sliding at the tip of the scissors attachment. Based upon the visual observation, the reported complaint is confirmed. A lot history record review was performed and there were no non conformances that could have caused the reported failure. (B)(4).